Manufacturer narrative:
(B)(4). Manufacturing date -- 12/21/2015 ¿ 12/22/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed that the leak was due to an untightened blue winged luer cap. The cap was tightened, and a functional leak test was performed. No signs of leakage were observed. No evidence of device malfunction was found. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. Approximately 5ml of fluid leaked into the overpouch. The device was filled with 3600mg fluorouracil in 5% dextrose solution. This was discovered before use. There was no patient involvement. No additional information is available.